Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 1. Report source.

Manufacturer narrative:
Results: the distal tip of the penumbra system ace 68 reperfusion catheter (ace68) was stretched approximately 130.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace68 distal tip was stretched. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician removed the ace68 from within a neuron max with resistance and, upon removal, noticed that the tip of the ace68 was damaged. The procedure was therefore completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.